Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 110 mg/dl to 115 mg/dl. Customer also reported that insulin pump was no longer working and water in window and will not be came. Customer stated that moisture exposure was water. Customer noticed crack on insulin pump from left side of clip and goes down towards left and to the bottom also cracked at back of insulin pump. Troubleshooting was performed for damaged and not able to troubleshooting for blank display. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Device received with cracked battery tube thread and cracked case battery tube and cracked case corner of belt clips rails noted.